Manufacturer narrative:
(B)(4). There was no pt involvement. This complaint is still being investigated. A f/u report will be submitted upon completion of the investigation.

Event description:
The customer reported the "screen of the equipment is very deteriorated and the data can't be seen."